Event description:
It was reported that patient presented for an implant procedure. It was noted that the right ventricular lead exhibited loss of capture. The lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.